Event description:
It was reported that the balloon failed to deflate. A 2.50 x 20 mm agent drug-coated balloon (dcb) was selected for use. The agent balloon was inflated once but did not deflate as intended. It remained fully deflated upon removal from the patient. However, no damage was observed on the device. The procedure was completed with another agent device. There was no patient complications reported.